Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for bipolar pacing impedance of zero while simultaneously experiencing undefined high tip to coil pacing impedance. The impedance levels returned to normal range. The rv lead remains in use. No patient complications have been reported as a result of this event.